Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was e-4 heat sink fan failure. The light source continues operating but generates excessive heat which may result in additional damage and / or compromised functionality. The report was from the staff in theatre with e4 message on screen. Hence there is a thermal event.